Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to a discrepant integrated circuit. The product code could not be downloaded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device interrogated in back-up mode. Several attempts to perform a download were not successful.